Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had a green image. The event was identified during preparation. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and additional information provided by the customer. The device was returned to the regional repair center for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the charged coupled device (ccd) was broken and therefore the image was green. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Additional information provided by the customer: the issue was discovered after the optic accidentally fell on the floor before the start of the surgery, so it didn't delay the surgery itself, a new optic was just brought in. There were no reports of patient harm reported.